Event description:
"Pt reported that they were not feeling ok the last week of april. April, pt attempted to use their meter and it did not turn on. Pt had replaced their battery already. Later that night, pt checked self into an emergency room and was hospitalized. Pt does not remember what the hospital result was. Their meter was working ok until april." Unable to contact pt via phone call. Sending a letter to obtain more info.